Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Bone lesion needle got lodged in patient's femur. This happened due to the hub of the needle getting stripped out and not being able to retract. Further information indicates that the hub of the needle separated from the actual needle and was just spinning independently when hooked up to the driver. They tried to pull the needle out with a vice-like device but that did not work either and in the act of trying that the hub completely snapped off. This is when they sent the patient to surgery. The patient's condition was reported as good.

Event description:
Bone lesion needle got lodged in patient's femur. This happened due to the hub of the needle getting stripped out and not being able to retract. Further information indicates that the hub of the needle separated from the actual needle and was just spinning independently when hooked up to the driver. They tried to pull the needle out with a vice-like device but that did not work either and in the act of trying that the hub completely snapped off. This is when they sent the patient to surgery. The patient's condition was reported as good.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. A section of the IFU will be referenced as part of this investigation report. The IFU states, "locate insertion site with needle set on the periosteum. Note depth marking. Squeeze trigger to penetrate cortex to medullary space. Do not apply excessive force to driver/needle set." The attached certificate of compliance certifies that the referenced product was manufactured, including reconciliation of printed label quantities, using agreed upon specifications and in accordance with FDA and iso quality system requirements. Sterile-labeled products were processed for sterility in a validated cycle using (B)(4) ethylene oxide gas. The manufacturing date code is 30 may, 2019, and the product is approximately (B)(4) months old. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. A section of the IFU will be referenced as part of this investigation report. The IFU states, "locate insertion site with needle set on the periosteum. Note depth marking. Squeeze trigger to penetrate cortex to medullary space. Do not apply excessive force to driver/needle set." The attached certificate of compliance certifies that the referenced product was manufactured, including reconciliation of printed label quantities, using agreed upon specifications and in accordance with FDA and iso quality system requirements. Sterile-labeled products were processed for sterility in a validated cycle using 100% ethylene oxide gas. The manufacturing date code is 30 may, 2019, and the product is approximately 11 months old. The DHR documentation was provided by redstar/viant and reviewed by tfx legal manufacturer engineering. No anomalies in the form of manufacturing interruptions or product defect/failure was noted. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. See attached supporting documentation for DHR review results. No further action required.

Event description:
Bone lesion needle got lodged in patient's femur. This happened due to the hub of the needle getting stripped out and not being able to retract. Further information indicates that the hub of the needle separated from the actual needle and was just spinning independently when hooked up to the driver. They tried to pull the needle out with a vice-like device but that did not work either and in the act of trying that the hub completely snapped off. This is when they sent the patient to surgery. The patient's condition was reported as good.